Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-feb-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-feb-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that a single lead pulled down and doctor took out both leads and put two new ones in. The doctor also moved pocket north of patient beltline on same side to eliminate tilt of device in adipose tissue. The issue was resolved at the time of the report.